Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to moisture damage on the keypad traces. There was no moisture damage on the electronic assembly. The pump had scratched lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 273 mg/dl at the time of incident. The customer stated that the pump alarmed button error. The customer treated with manual injections. She stated that the pump was in her bra and she was running. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.